Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference# (B)(4).

Event description:
During an esophageal ultrasound after insertion into the patient, a temperature error message appeared and the system froze. After reinserting the transducer into the system, an image appeared briefly. However, the error message appeared again shortly after. A new ultrasound system was used to complete the exam. After the exam, the system was restarted and no error messages were displayed. There was no patient impact reported.